Event description:
It was reported that the ilet touchscreen cracked, rendering the device¿s touch interface unusable and preventing screen unlock, with no reported injury and no effect on blood glucose. Symptoms included none. Outcomes included interruption of device use requiring replacement. Investigation included review of the complaint information and logistics confirmation. Investigation of this case revealed physical damage to the display assembly consistent with a cracked screen and inability to operate the device. It was concluded that the device experienced a mechanical screen failure requiring device replacement, with no patient harm.